Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with possible over delivery anomaly. The customer reported blood glucose value of 80 mg/dl. It was unknown how the customer was treated hypoglycemia. The event involved product(s) mmt-1880. Troubleshooting was not performed. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event or not. It was unknown whether the customer used the auto mode feature or not at the time of event. No further patient complications were reported. Mmt-1880 was requested and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Unable to verify low bg's. Pump error 63 alarm was found in the main error log using the adapt tool. Pump error 63 alarm due to hardware error (line number 147 file number 2017) with the twi interface or ad5161 chip as per global logic analysis. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing display window/cover, cracked case, scratched case, battery tube threads - cracked and cracked case (battery tube). Critical pump error (open book image) alarm confirmed due to pump error 63. Pump error 63 alarm confirmed due to hardware issue. Unable to verify low bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.